Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Dr. (B)(6) tried a biopsy of the pancreas' head and body twice each with echo-hd-3-20-c through endoscopic ultrasound. Verified that the tip of the needle was broken during an preparing the additional biopsy. The broken tips was not found on the patient's body or on the endoscope accessory channel. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Patient/event info - notes: 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? There was tip of the needle. 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas' head and body. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 1.1.3 please describe the size of the intended target site. Unknown. 1.1.4 if not with the device in question, how was the procedure performed and/or finished? Unknown. 1.1.5 was the device used in a tortuous position? Unknown. 1.1.6 are images of the device or procedure available? Yes. 1.1.7 was it damaged in packaging before removal? No. 1.1.8 was it damaged on removal from packaging? No. 1.1.9 was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: 1.1.10 what is the endoscope manufacturer and model number that was used? Unknown. 1.1.11 was the scope recently serviced / repaired? Unknown. 1.1.12 was force required on insertion of device into scope? Unknown. 1.1.13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The tip of the needle was broken. 1.1.14. What is the endoscope manufacturer and model number that was used with this device? Unknown. 1.1.15. Was difficulty experienced while retracting the needle? Unknown. 1.1.16. Was the needle able to be fully retracted before removing from the patient? Unknown. 1.1.17. Was gaining access to the targeted site difficult? Unknown. 1.1.18. Was the endoscope in a flexed or twisted position at any time during the procedure?. Unknown. 1.1.19. Was needle penetration of the targeted site difficult? Unknown. 1.1.20. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. 1.1.21. Was the stylet partially removed prior to advancement of needle? No. 1.1.22. How many biopsies/passes were obtained with use of this needle? 4 times. 1.1.23. Did any section of the device detach inside the patient? No, but the broken tips was not found on the patient's body or on the endoscope accessory channel. 1.1.24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Unknown. 1.1.25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Unknown. 1.1.26. Was there difficulty in attachment / detachment of the leur to the scope? Unknown. 1.1.27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? The tip of the needle was broken. 1.2 for complaints specific to the echotip ultra fiducial needle, rpn echo-22-f.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the lab evaluation on 16-jan-2023

Manufacturer narrative:
PMA 510k #k210476 device evaluation: 1 unit of lot c1971094 of echo-hd-3-20-c was returned to cirl opened without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory distal end of needle examined and needle break observed approx. 3.7cm from tip of sheath. Needle removed from device and kink below sheath extender observed. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1971094 did not reveal any discrepancies that could have contributed to this complaint issue. A nc (non-conformance) was noted on the work order c1971094 for 02 components that were received damaged but these were re-worked and did not contribute to the reported issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1971094. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-5). Root cause review: a definitive root cause for the customer complaint could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the device being used in a tortuous anatomy which contributed to the needle breaking distally. Another possible root cause is that the endoscope was used in a flexed/twisted position which caused the distal needle break. Additional information received confirmed that the proximal kink on the sheath extender and needle noted in the lab evaluation was not observed by the customer prior to return and consequently this failure can be attributed to damaged during transit/return. Summary: complaint is confirmed based on customer testimony and verification in the lab. According to the initial reporter, the patient did not experience any adverse events due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24-may-2023.